Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient's pd catheter (non-fmc product) stopped working and the patient had the pd catheter removed (date unknown) and was transitioned to hemodialysis for renal replacement needs. There were no specifics regarding the cause of the catheter's malfunction nor any indication it was caused by the use of a fresenius device, drug, or product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).